Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a varicotomy procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon enlarged the incision to retrieve the component and complete the procedure. The hosp has reported the pt's condition is satisfactory.